Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the touchpad was not working. There was no patient or user harm reported.

Manufacturer narrative:
The customer inspected the device and reset connections of the touchscreen, all test passed and the ventilator was returned to use.